Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. In addition, it was reported that a cartridge alarm occurred (alarm 31). The customer's blood glucose was 120 mg/dl. Customer declined troubleshooting with tandem technical support.